Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, and analyzed. Analysis indicated that the outer insulation was extrinsically breached due to melting. The proximal conductor was extrinsically fractured due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a routine device change it was noted that the insulation of the left ventricular (lv) lead was worn through. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.